Event description:
It was reported that (1) device was used during hernia repair. It was reported by the affiliate that the lcsc5, used with a h2tuv, emitted a steady tone. Another device was used to complete the case. There was no consequence to the pt.